Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a battery voltage of 2.59 and was explanted. An allegation of premature battery depletion. Another crt-d was successfully implanted. No adverse patient symptoms were reported.